Event description:
Follow-up medical information received on (B)(4) 2010: consumer saw neurologist complaining of left facial numbness. Doctor conducted a left facial nerve emg and a brain MRI. Results for the emg were within normal limits, and the brain MRI showed "mild age" - appropriate ischemic changes and atrophy with no acute abnormalities shown. Consumer saw oral surgeon complaining of left sided face/jaw/mouth pain. The pain per the doctor's assesment was of unknown origin and consumer was referred back to her dentist to rule out bridges and crowns as the source. Additional information received from (B)(6) review on (B)(4) 2012. This report was assessed as serious (medically significant) and reportable for broken toothbrush as malfunction in the united states.

Manufacturer narrative:
The sponsor has revised its standard operating procedures for MDR reporting and believes that these events should be reported. This closes out this report unless other additional significant information is received.

Event description:
Consumer toothbrush broke while behind the rubber area. Broke piece shot off hitting consumer in her inside jaw, near gum line. Consumer continues to have pain every night. Its was advised to her to discontinue the use of the product and contact her health care provider.